Event description:
Per the clinic, the patient experience gradual swelling and an extrusion of the electrode lead into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but has not taken place as of the date of this report.